Event description:
During the evaluation of a returned colleague infusion pump, the channel select button on the channel b pump head module (phm) keypad was found to be inoperative. No patient injury or medical intervention was associated with this event.

Manufacturer narrative:
Evaluation summary: the reported condition of an inoperative channel select button on the channel b pump head module (phm) keypad was discovered during evaluation. This was determined to have been caused by a defective keypad. The channel b phm keypad was replaced to resolve the reported condition. The device was tested and returned to the customer within specification. Review of the complaint handling system reveals similar reports have been received for this product for the reported issue. This issue currently being investigated.